Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had blank display upon touching the screen. Customer also reported a crack present on the right hand corner of the insulin pump's screen. The customer also reported condensation was present under the insulin pump's screen. Customer was unsure how the moisture exposure occurred on the insulin pump's screen. Customer's blood glucose 280 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.